Event description:
It was reported that during a meniscus repair surgery, t2 fast fix implant was prematurely deployed after t1 implantation. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found: do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. A visual inspection revealed both t1 and t2 anchors are removed from device and not returned with it. The device is in the t2 pre-deployment position indicating the t2 anchor was prematurely deployed. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of inappropriate or excessive force to the device.

Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found: · do not push the deployment slider twice or the second implant will deploy prematurely. · do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a procedure, t2 fast fix implant was prematurely deployed after t1 implantation. It is unknown if there was any delay or if a backup device was available; hence, it is unknown how the procedure was completed. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.